Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg reached end of life. Surgical intervention took place (B)(6) 2022, where the ipg was explanted and replaced. Stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
H6: the following codes were corrected from what was previously reported. Health effect - clinical code ; medical device problem code.